Event description:
The customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
The ge service rep verified proper kv tracking and dose rate are within ge-oec specs. Advised operator that table apparatus being positioned directly over pt's roi, as observed in saved image.